Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest in the field which required external defibrillation. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the patient appeared to be in a true ventricular arrhythmia episode with oversensing. It was further noted that one episode resulted in a shock, with another episode aborted due to rates slightly below the detection zone. It was also reported there were intermittent undersensed r-waves. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.